Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the fifth inflation at 24 atmospheres for several seconds, the balloon ruptured. The procedure was completed as it was. There were no patient complications nor injury reported.